Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touch screen failure. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (event site state), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (UDI #). A getinge field service engineer (fse) evaluated the unit and confirmed customer complaint. The fse replaced video generator board and touchscreen, which corrected the issue. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. 0160-00-0123 failed to respond to any touch input. Confirmed the failure on this part but no root cause identified. The rest of the parts tested good. No failure confirmed for them. Retaining the parts in the failure analysis and testing department per procedure. The most probable root cause for the reported malfunction is pcb reliability per dfmea.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) had touch screen failure. There was no patient involvement and no harm reported.